Event description:
The customer contacted stryker to report that their device's power button is unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The keyboard was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.